Event description:
It was reported to philips that the device was not registering patients cardiac rhythm off of the defibrillator pads. There was no direct harm to the patient reported, however the event caused a delay in therapy.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.